Manufacturer narrative:
Initial reporter phone no. - (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of two (2) small volume intermates ruptured. The bladder rupture occurred while filling the device with 0.9% sodium chloride prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction to b5. The affected product was only one (1), previously reported as two (2). Additional information was added to h3, h4, h6 and h10. H4: the lot was manufactured from january 12, 2021 - january 13, 2021. H10: the device was received for evaluation. A visual inspection performed using the naked eye found the bladder had been ruptured. The ruptured bladder was examined for signs of abnormality that may have potentially caused the rupture problem. No signs of abnormality were found. The reported condition was verified. The cause of the condition could not be determined; however the most probable cause is manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.